Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the screen had gradually dimmed over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the down and contrast button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.